Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Factors that contribute to difficult to remove and sheath split issue resulting in a damaged sheath include, but not limited to, inadequate nick and spread, vessel locator not placed against the surface of vessel and/or device angle changed prior to thumb advancer/slider stroke completion. Factors that contribute to clip deployed at distal end of the exchange sheath and loss of arterial access include, but not limited to, device pulled during clip deployment and/or incorrect positioning of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a superficial femoral artery interventional procedure. Reportedly, resistance was felt during thumb advancement due to sheath not splitting completely. The sheath split longitudinally until the final millimeters when the sheath split irregular and frayed. The clip was deployed inside the patient but remained at the distal end of the device and the locator wings appeared to have pulled back through the puncture site. There was slight resistance removing the device from the patient; however, no tissue damage was noted. Manual arterial compression was applied for ten minutes to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.